Manufacturer narrative:
The device was not returned for evaluation. Device was not returned for evaluation.

Event description:
During a pediatric cataract surgery with a dense posterior capsule, the ahmed/hoffman vertical scissor blade broke off on the 3rd or 4th cut of the capsule. The patient was referred to a retinal surgeon where the broken blade was removed from the eye. The patient was reported to be doing fine post-op.